Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons had become intermittently unresponsive since (B)(6) 2012. The reported denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation the contrast button was found to be intermittently responsive and contamination was present under the up, down, and ok buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.